Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that in the ICU when the nurse moved the pt, she heard something fall to the floor and found it was the brown luer lock. As a result, the catheter was removed, and a new kit was opened and the new catheter was successfully placed without issue. A delay was reported; however, there was no harm to the pt due to this delay or as a result of this occurrence. The subclavian and the jugular were the insertion sites, however, it is unk which was used when.